Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent placement of stage 1 interstim with intraoperative fluoroscopy and programming on (B)(6) 2013, stage ii placement of ipg and intraoperative electrical assessment on (B)(6) 2013, the removal of interstim on (B)(6) 2013, and excision on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient is deceased. ¿ no additional information provided.

Manufacturer narrative:
It was reported that the patient had a monarch sub urethral sling implanted on (B)(6) 2003 due to history of interstitial cystitis, hematuria, and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 in order to treat stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and bleeding. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to vaginal bleeding and vaginal erosion of mesh. No additional information was provided. (B)(4).